Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that one (1) mi trial femoral head 36mm -3 and one (1) mi trial femoral head 36mm + 0 have the inside broken off. In addition, two (2) easy plastic tray lids are cracked. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the return product confirms multiple scratches burrs and deep gouges in the plastic on the outer and inner surface of the trial. Also the visual confirms one of the inner tabs is broken off, confirming the stated failure mode. The broken piece was not returned. The date of manufacture is unknown for this part. This device shows signs of excessive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.